Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead.

Event description:
The patient had vns replacement surgery. The explant facility does not return explanted devices to the manufacturer for analysis. Their process is to destroy explants.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (dc code - 7). The patient was referred for surgery. No known surgical intervention has occurred to date.